Event description:
It was reported to philips that operational check failed because "incompatible battery" displayed. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that operational check failed because "incompatible battery" displayed. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Device was sent back to the factory for product analysis. Based on the information available and the testing conducted, the cause of the reported problem was the pin of red wire (sm-bus) of the battery signal connection cable coming out of the white crimp housing. The reported problem was confirmed. A replacement device was sent to customer. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.